Event description:
It was reported that there was an incident where the feeding did not flow through the tubing in one case, which was detected in the laboratory. There was no patient involvement, as the occlusion was discovered in the laboratory, and it did not reach the patient.

Manufacturer narrative:
H3: one device was received for analysis. The device history review of the reported lot number found no non-conformities during the manufacturing process.